Event description:
Customer reported a miscommunication between insulin pump and sensor. It was reported that there was repeated complaint from customer regarding insulin pump's reading of sensor glucose vs blood glucose differences. Blood glucose: 264. Sensor glucose: 70. Percent difference of event: 73.5%. Overall mad%: 19.9. Cal factor is trending above the optimal level. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.